Event description:
The MFR received info alleging a service required condition occurred while a ventilator was in use. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the logged error code. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed, for a ventilator operative condition. This report is being filed as part of the retrospective complaint record review for MDR reportable malfunctions, to address FDA warning letter 12-phi-01.